Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting faster than usual. There was no reported adverse impact to the customer. The customer indicated that tandem technical support would be contacted if the issue persisted. The customer did not contact tandem technical support regarding the alleged issue.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.